Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower and upper abdomen on (B)(6) 2023 using the cooladvantage system applicators, who presented with a "haital hernia".

Manufacturer narrative:
The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device.